Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 5 of 6. The home patient (hp) was still connected. The tsr explained the alarm and helped the hp clear the alarm by turning the hc off and on. A system error 2367 occurred, and the hp cycled the power again. The hc went back to "press go to start." The hp would finish with a manual bag. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. As a result, the cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.